Manufacturer narrative:
(B)(4).

Event description:
Procedure: vaginal wall repair. According to the reporter: an article titled bladder polyps following bard avaulta anterior mesh vaginal wall repair in the journal of int urogynecol j (2012) 23:1797-1799 states a retrospective review of a post menopausal woman who developed bladder polyps following implantation of mesh. At insertion of a foley catheter after the operation, hematuria was seen, which subsequently resolved. Upon recovery from anesthesia, the pt complained of nonspecific abdominal pain. Four days later, she was discharged with the abdominal pain persisting. Other symptoms emerged later, including vaginal discharge, painful voiding with mucous and blood, and urinary incontinence. Treatment with antibiotics had no effect. Because the symptoms persisted, the pt underwent a combined urogynecological examination under general anesthesia, which demonstrated no evidence of vaginal erosion or other mesh related problems. Cystoscopy revealed an extremely erythematous bladder wall with a massive amount of polyps along the entire wall. Mesh removal was performed. Immediately after surgery, the abdominal pain and vaginal discharge resolved, and the pt completely recovered six weeks after surgery.